Event description:
It was reported that the patient experienced complications related to the implant procedure of the implantable cardioverter defibrillator (ICD), approximately nine years prior. Post-operatively the patient experienced cardiopulmonary arrest for 25 minutes which resulted in injury to her brain. The patient is currently in a vegetative state and the ICD is nearing routine end-of-life. A replacement procedure was being discussed. The device and patient information are unknown. Follow-up with the customer account has yielded no further information at this time.